Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer¿s current blood glucose is 66 mg/dl. Customer also reported other relevant blood glucose 350 mg/dl. The customer was treated with food. Based on customer report customer does allege pump was over delivering.troubleshooting was done for low blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement noted error during testing. Device passed the delivery accuracy test at inches.